Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the device was opened, it was found to have a dented and burred dilator tip. This was discovered prior to use in a veterinary facility, so there was no patient injury or additional medical intervention.